Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial number: unknown. Additional code of img g02030 is applicable for product ID: nim4cm01, serial number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open thyroid case, the nim system, which was powered through an uninterruptible power supply (ups), displayed an "out of measurement" message without any alarm and showed an irregular pattern during the operation (regardless of whether the bovie was being used). The device also displayed a "wireless disconnected" message and sounded an alarm when monitoring was not being used, but it worked well with a wired connection. Additionally, the system experienced a self-test failure error that persisted even after rebooting the device ten times. Another error message, "console battery unavailable," was observed while the patient interface battery was charged over 80%, the console was connected to wall power, and both wired and wireless connections had shown errors. There was no patient impact.

Manufacturer narrative:
H6: previously applied code of fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction in section g4: ¿PMA / 510(k) number has been updated which was not submitted in previous report. Correction in b5: event description of the reported issues has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open thyroid case, the nim system, which was powered through an uninterruptible power supply (ups), displayed an "out of measurement" message without any alarm and showed an irregular pattern during the operation (regardless of whether the bovie was being used). The device also displayed a "wireless disconnected" message and sounded an alarm when monitoring was not being used, but it worked well with a wired connection. Additionally, the system experienced a self-test failure error that persisted even after rebooting the device ten times. Another error message of "console battery unavailable" and "pi fault detected" was observed while the patient interface battery was charged over 80%, the console was connected to wall power. There was no patient impact.